Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 62 mg/dl at the time of incident. Customer stated that he one time experienced a blood glucose as low as 48 mg/dl, but stated that he already treated for that. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose event. Customer reported that they not alleging insulin pump was over delivering. Customer stated that he had only seen drops and not insulin squirting out. The insulin pump will not be returned for analysis.